Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor pcb, system interface pcb and keyboard were evaluated and replaced. The 5 vdc power supply was also evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently displayed multiple errors and required a reboot to regain system functionality. No pt serious injury or death was reported related to this event.